Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to inflation problems and a suspected defect. A new inflatable penile prosthesis pump component was implanted. No further complications and the system then worked as standard after replacing the pump.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to inflation problems and a suspected defect. A new inflatable penile prosthesis pump component was implanted. No further complications and the system then worked as standard after replacing the pump.

Manufacturer narrative:
H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported events.